Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. As no batch number or serial number was available no product history review was able to be performed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4) .

Event description:
On (B)(6) 2022, it was reported by a patient via phone that after undergoing an fusion of the foot procedure using an arthrex plate and 4 screws, one of the screws broke, the patient experienced a burning sensation and when she went for a follow up an xray was taken that showed the screw broke and had moved. Currently, the screw remains in the patient, she will continue a bone stimulator treatment for 3 hours a day for another month to complete the 90 day treatment and see if she heals and at that time the surgeon will discuss if a revision is going to need to take place. At this time no additional information was provided. Additional information requested.